Manufacturer narrative:
According to the report, an embolism was reported in a patient where bioglue was applied. Multiple contact attempts were made to the hospital to request additional details. A response was received regarding the date of the initial procedure and the date of the event; however, no response was provided to the request for additional information regarding the lot number of bioglue used in the procedure, details of the procedure, if negative pressure was used, operative notes, pathology results, and the patient's outcome. Additional information was received via user facility report number (B)(4) which stated the following: "on (date removed from report), this (age removed from report) year old male presented to the emergency department (ed) with severe pain in the upper and back pain radiating down to his left leg. A computed tomography (CT) showed extensive dissection of the ascending aorta with a large false lumen going down into the iliac artery. The patient was taken emergently to the operating room for repair of the aortic dissection and occlusion of the left common iliac artery. Per the operative record, a #32 millimeter vascutek gelweave graft was anastomosed at the acinotubular junction and the coronary sinus using a running 4-0 prolene suture. The suture line was sealed with bioglue as well. At this point, a femoral to femoral crossover graft was performed. At the end of the procedure, it was noted that the patient had good hemostasis and the patient was transferred to the cardiovascular intensive care unit (cvicu). Post-operative, the patient progressed well and on (date removed from report), the patient was discharged home. On (date removed from report), the patient presented to the ed with complaints of pain and coolness of his left leg. The patient underwent exploration of the left popliteal artery with embolectomy of popliteal. Per the operative record, a plastic-like brownish rubbery clot was removed and was sent to pathology. The pathology report showed that specimen may represent bioglue material. On (date removed from report), the patient had significant pain of the left lower leg. Orthopedics was consulted for compartmental syndrome. The patient was brought to the operating room for a fasciotomy of the left lower leg. On (date removed from report), the patient was discharged to intensive rehabilitation unit." This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, an embolism was reported in a patient where bioglue was applied.

Event description:
According to the report, an embolism was reported in a patient where bioglue was applied. Additional information is pending.

Manufacturer narrative:
According to the report, an embolism was reported in a patient where bioglue was applied. Multiple contact attempts were made to the hospital to request additional details. A response was received regarding the date of the initial procedure and the date of the event; however, no response was provided to the request for additional information regarding the lot number of bioglue used in the procedure, details of the procedure, if negative pressure was used, operative notes, pathology results, and the patient's outcome. Additional information was received via user facility report number (B)(4) which stated the following: "on (date removed from report), this (age removed from report) year old male presented to the emergency department (ed) with severe pain in the upper and back pain radiating down to his left leg. A computed tomography (CT) showed extensive dissection of the ascending aorta with a large false lumen going down into the iliac artery. The patient was taken emergently to the operating room for repair of the aortic dissection and occlusion of the left common iliac artery. Per the operative record, a #32 millimeter vascutek gelweave graft was anastomosed at the acinotubular junction and the coronary sinus using a running 4-0 prolene suture. The suture line was sealed with bioglue as well. At this point, a femoral to femoral crossover graft was performed. At the end of the procedure, it was noted that the patient had good hemostasis and the patient was transferred to the cardiovascular intensive care unit (cvicu). Post-operative, the patient progressed well and on (date removed from report), the patient was discharged home. On (date removed from report), the patient presented to the ed with complaints of pain and coolness of his left leg. The patient underwent exploration of the left popliteal artery with embolectomy of popliteal. Per the operative record, a plastic-like brownish rubbery clot was removed and was sent to pathology. The pathology report showed that specimen may represent bioglue material. On (date removed from report), the patient had significant pain of the left lower leg. Orthopedics was consulted for compartmental syndrome. The patient was brought to the operating room for a fasciotomy of the left lower leg. On (date removed from report), the patient was discharged to intensive rehabilitation unit." The exact lot number of bioglue used is unknown. Possible model numbers include bg3515-5-us, bg3510-5-us, or bg3502-5-us and possible lot numbers include 14muv001, 14mut001, 14muv006, 14muw003, 14mut016, and 14muv013. The manufacturing records for the possible lot numbers were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. According to the available information, the patient presented with an "extensive aortic dissection of the ascending aorta with a large false lumen going down into the iliac artery." The patient underwent emergent repair of the aortic dissection and occlusion of the left common iliac artery with a "#32 millimeter vascutek gelweave graft" and bioglue was used to seal the suture lines. The patient recovered uneventfully and was discharged home. Nearly 3 months postoperatively the patient presented to the emergency department "with complaints of pain and coolness of his left leg." Upon exploration a "plastic-like brownish rubbery clot" was removed from the left popliteal artery. The material was sent to the hospital's pathology lab for examination; the pathology report indicated that the material may be bioglue. It appears that bioglue entered the circulatory system during the procedure and eventually lodged within the left popliteal artery. There is not enough information to definitively determine how bioglue entered the circulatory system, but it is possible that the left ventricular vent was not turned off during bioglue application and bioglue was drawn into the true lumen through suture holes or a gap in the suture line. The available information does not indicate that bioglue was used to obliterate the false lumen, but possible causes of bioglue entering the true lumen when using bioglue in this manner are as follows: 1) distal re-entry points were not protected during bioglue application and bioglue entered the true lumen through a distal re-entry point; or 2) the true lumen was not protected during application of bioglue into the false lumen and bioglue was allowed to enter the true lumen. Guidance related to prevention of bioglue embolism is provided in the product's instructions for use and include, but is not limited to, avoiding negative pressure during bioglue application to prevent bioglue from crossing through suture holes into the patient's circulatory system and protection of the true lumen during obliteration of the false lumen with bioglue in aortic dissection procedures. The most likely cause of the embolism observed in this patient is bioglue entering the true lumen during application, although the exact mechanism cannot be determined. The delay between the surgery and the embolization suggests that bioglue may have entered the true lumen of the aorta during application and remained attached at the entry site for a period of time. The precise location of entry into the aorta is unknown.

Event description:
According to the report, an embolism was reported in a patient where bioglue was applied. An excerpt from the user-facility submitted medwatch reported indicated that "on (date removed from report), this (age removed from report) year old male presented to the emergency department (ed) with severe pain in the upper and back pain radiating down to his left leg. A computed tomography (CT) showed extensive dissection of the ascending aorta with a large false lumen going down into the iliac artery. The patient was taken emergently to the operating room for repair of the aortic dissection and occlusion of the left common iliac artery. Per the operative record, a #32 millimeter vascutek gelweave graft was anastomosed at the acinotubular junction and the coronary sinus using a running 4-0 prolene suture. The suture line was sealed with bioglue. A wet sponge was used to seal the flap back to the outer wall. The sponge was then removed. The surgeon then transected the distal end of the graft and completed the end to end anastomosis with running 4-0 prolene suture. The suture line was sealed with bioglue as well. At this point, a femoral to femoral crossover graft was performed. At the end of the procedure, it was noted that the patient had good hemostasis and the patient was transferred to the cardiovascular intensive care unit (cvicu). Post-operative, the patient progressed well and on (date removed from report), the patient was discharged home. On (date removed from report), the patient presented to the ed with complaints of pain and coolness of his left leg. The patient underwent exploration of the left popliteal artery with embolectomy of popliteal. Per the operative record, a plastic-like brownish rubbery clot was removed and was sent to pathology. The pathology report showed that specimen may represent bioglue material. On (date removed from report), the patient had significant pain of the left lower leg. Orthopedics was consulted for compartmental syndrome. The patient was brought to the operating room for a fasciotomy of the left lower leg. On (date removed from report), the patient was discharged to intensive rehabilitation unit."

Manufacturer narrative:
According to the report, an embolism was reported in a patient where bioglue was applied. Multiple contact attempts were made to the hospital to request additional details. A response was received regarding the date of the initial procedure and the date of the event; however, no response was provided to the request for additional information regarding the lot number of bioglue used in the procedure, details of the procedure, if negative pressure was used, operative notes, pathology results, and the patient's outcome. Possible lot numbers were determined from shipping records. It was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. Embolization of bioglue could occur if the product enters the systemic arterial circulation. Bioglue could potentially enter the circulation via suture holes, dissection re-entry points, or inadequate protection of the true lumen during application. Based on the information available at the time of the report, the root cause of the embolism observed in the patient cannot definitively be determined. Guidance related to prevention of bioglue embolism is provided in the product's instructions for use and include, but is not limited to, avoiding negative pressure during bioglue application to prevent bioglue from crossing through suture holes into the patient's circulatory system and protection of the true lumen during obliteration of the false lumen with bioglue in aortic dissection procedures. Without additional information it is impossible to determine which, if any, of these scenarios may have contributed to the reported event.

Event description:
According to the report, an embolism was reported in a patient where bioglue was applied.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.